Event description:
It was reported that the right ventricular lead exhibited impedance less than 100 ohms in bipolar configuration due to an insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal insulation and coil were damaged due to suture sleeve being tied too tight on the lead.